Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The first transseptal puncture was through the patent foramen ovale (pfo). The second transseptal puncture was low mid. The patient's activated clotting time (act) levels were 220, 269, and 232 sec. The patient's left atrial pressure was 13mmhg. During implant the device was partially re-captured twice. Post the first deployment attempt the patient presented with an acute circumferential pericardial effusion surrounding the left atrium. The largest dimension of the effusion was 2cm. An attempt was made to deploy the device. The decision was made to remove both the occluder and delivery sheath from the patient. A new 28mm amplatzer amulet left atrial appendage occluder and 14f amplatzer torqvue 45x45 delivery sheath were used to mitigate the leak. A pericardial window was performed. The patient status was stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The provided information was reviewed by medical affairs. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported surgical intervention was the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.